Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that during an insulin infusion in the neuro trauma unit, the pump module stopped working and alarmed channel error. The pump would not turn off nor restart, the infusion was changed to another pump module. Additional information requested, but was not provided.